Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope had an e315(scope err unsupported scope), universal cord, mount, and scope connector was dirty, and connecting tube was sticky. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause for the malfunction was traced to component failure and caused not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.